Event description:
It was reported that right atrial (ra) undersensing and loss of capture were noted on a latitude remote patient monitoring presenting electrogram (egm) as well as previous egms. Further review of the atrial lead with a programmer was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) undersensing and loss of capture were noted on a latitude remote patient monitoring presenting electrogram (egm) as well as previous egms. Further review of the atrial lead with a programmer was recommended. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.